Event description:
We received a report that an intraocular lens was explanted from the patient''s right eye after an unexpected post-operative refraction was obtained. Apparently the patient had previous corneal surgery on that eye that complicated the surgeon's measurements.

Manufacturer narrative:
(B)(6). (B)(4).